Event description:
It was reported via literature that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During routine post implant surveillance transesophageal echocardiography (tee) imaging, a large thrombus measuring 2 x 2cm was noted on the closure device. The patient was treated with warfarin and dabigatran subsequently. The size of the thrombus decreased on tee following the provision of medication. However, a gastrointestinal bleed led to the cessation of anticoagulation. Later tee showed an enlargement of the thrombus measuring 3 x 2 cm. The patient was referred to cardiac surgery for thrombectomy, and resection of the closure device and laa.

Manufacturer narrative:
Date of event - estimated as 01may2022, as the article was published in may2022. Implant date - estimated as (B)(6) 2022 as the event was noted to have occurred during routine post implant surveillance imaging, which would be approximately 45 days post procedure. Literature citation: malik, kashif & bai, rong & vukomanovic, damir & taase, alicia & kitchell, eleanor & skaria, rinku & tung, roderick & fang, kenith & zawaneh, michael. (2022). Po-620-04 intra-operative findings with massive device-related thrombus after percutaneous left atrial appendage closure: mechanistic insights. Heart rhythm. 19. S127-s128. 10.1016/j.hrthm.2022.03.831.